Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the transvenous lead dislodged two times and needed to be repositioned. The lead was able to be repositioned in the patient. The lead remains in use. No patient complications have been reported as a result of this event.